Manufacturer narrative:
Citation: vinciguerra et al. Real-world procedural and clinical outcomes of contemporary balloon-expandable and self-expandable tavr systems: a single-center experience. Front cardiovasc med. 2026 jan 9:12:1717839. Doi: 10.3389/fcvm.2025.1717839. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding procedural and clinical outcomes of contemporary balloon-expandable and self-expandable transcatheter aortic valve replacement (tavr) systems. The study population included 366 patients who were predominantly male with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; 78 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic transcatheter valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: major bleeding or vascular complication, moderate to severe paravalvular leak, myocardial infarction, stroke, renal failure, pneumonia, sepsis, elevated peak transvalvular gradients of 16.75 mmhg, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.